Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported clip delivery system (cds) leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported leak appears to be related to the observed tear in the silicone valve inside the clip introducer (ci); however, how the silicone valve got torn cannot be determined. Air embolism was due to procedural circumstances and due to the ci leak. The reported patient effect of emboli (air), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak from the introducer and air emboli. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), air was observed in the chamber of the sgc. Continuous aspiration was performed; however, the air was still observed and was noted to be coming from the clip introducer. The cds was removed and the introducer was de-aired, after which the cds was reinserted; however, air was again observed entering the chamber of the sgc. The decision was made to exchange the cds for a new one. Approximately three air bubbles were observed in the left atrium; however, no further treatment was performed. Two clips were implanted successfully, reducing mr to grade 1-2. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It should be noted that in the mitraclip instructions for use (IFU), it warns the user not to use the device if damage is detected. Do not re-use the clip delivery system (cds) after removal. Replace the cds with a new device. The reported improper method is associated with the user reinserting the cds, but the improper method did not contribute to leak.